Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the patient's gender and weight were not provided. The model # was not provided.

Event description:
An advocate from (B)(6) contacted on behalf of the customer to report that their contour next link 2.4 meter had only english and spanish languages as available options to be selected from the meter. The customer was able to perform testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. The serial number of the returned meter on the label did not match with the serial number in the customer service mode of the meter. The meter language setting selection had only two choices i.e. English and spanish. The customer was able to perform testing. There was a record of 20 completed tests in the meter's memory. An in-house testing was performed using the returned meter with the in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. The error logbook contained an e36 error indicative of meter-pump communication problem. The software error caused the meter to reset the serial number in the customer service mode, logbook, the error logbook, and bolus history. The meter was unable to be connected to the reference insulin pump. The cause of the issue was due to a software error.